Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead showed no sensing in several different spots. The lead was placed in the right ventricle where good sensing measurements were obtained with the right ventricular (rv) lead but had very poor sensing numbers. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.